Event description:
The customer reported that during a hysterectomy, the jaws of the device were sticking closed. Another device was used to complete the procedure without incident. No further information as to whether or not the device was on tissue when this occurred has been made available. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.